Manufacturer narrative:
This report is submitted may 30, 2018.

Event description:
Per the clinic, the patient experienced infection, pus and swelling at the implant site in (B)(6) 2009. In (B)(6) 2009, fistula and pus were observed at the site resulting in the decision to explant the device on (B)(6) 2009. The patient was re-implanted with another cochlear device in (B)(6) 2010.